Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The surgeon's office reported that the patient presented with infection at the generator site post generator replacement. It was then noted that the patient went into surgery on (B)(6) 2021, and it was observed that the wound was closed but granular tissue had formed on the scar with a whitish appearance. There was no drainage or discharge. The surgeon was not convinced that infection was present (his partner had diagnosed it originally). He excised the granular tissue and reclosed the wound with sutures. Antibiotic ointment was applied. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution and was hp sterilized. No further relevant information has been received to date.